Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that the patient suffers from severe pain and discomfort, difficulty walking and standing, a clicking feeling and noise during movement, and increased chromium levels. Doi: (B)(6) 2010; dor: (B)(6) 2012; (right hip). Patient is a resident of (B)(6). Update - (B)(6) 2012 - the complaint was updated with a corrected date of revision. Originally, the litigation papers indicated that the patient was scheduled for revision in (B)(6) 2012, but according to report received from sales rep, the patient was actually revised on (B)(6) 2012, for unknown reasons. There is no new information that would affect the outcome of the investigation. Update: (B)(6) 2013- medical records received. There is no new additional information that would affect the existing MDR decision. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheet records. Ppf has no new alleges reported. The law firm name and product information were updated. Added stem due to alleged increased metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2012; right hip. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.